Event description:
It was reported that during a da vinci hysterectomy procedure, broken wires were identified on the prograsp forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. Pitch cable was broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.